Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service, but there was no impact to the patient. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The rse advised the customer of a possible central processing unit (cpu) printed circuit board assembly (pcba) problem. A service quote for repair was sent to the customer for approval, and the customer accepted. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the motor controller (mc) pcba, power management (pm) pcba, and cpu pcba needed to be replaced. The asp therefore ordered the replacement mc pcba, pm pcba, and cpu pcba for repair, and upon receiving the new parts, the asp performed the replacements and verified that the issue was resolved after successfully conducting a complete performance verification testing (pvt) per manufacturer specifications. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This medwatch report was inadvertently submitted. Information was received that the issue occurred outside of clinical use, but at pre-operational self-test (post) which pre risk files is not reportable as issue is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.